Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidently placed pump into storage mode. Customer¿s blood glucose level was 560. The customer administered a manual injection to address their bg. Tandem technical support informed customer pump was placed into storage mode and was able to successfully place pump out of storage mode.